Event description:
It was reported that cartridge alarm 20 occurred during the load process, and caller removed used cartridge before being prompted, with additional reports of cartridge alarms on consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy. Technical support sent replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.